Event description:
(B)(4) . Since having this procedure done almost two years, I have had no energy. I have 4 kids, I need my energy. Also, I have a constant taste of metallic in my mouth. The most important side effect is when I urinate, it feels like I am in labor and for hours afterwards, it still feels like that. The pain is more intense when I'm on my menstrual period. I have been diagnosed with depression, memory loss, and short term dementia.